Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported experiencing shortness of breath while driving. She pulled over and had a syncopal episode. The patient commented that she had experienced shortness of breath two months earlier and the paramedics were called. The patient stated her implantable cardioverter defibrillator (ICD) was interrogated after the syncope and they found some "activity" stored from both shortness of breath episodes. She stated they reprogrammed her device as there was low output and adjusted her medication. Further information regarding this reported situation is unknown at this time as attempts to obtain additional information have been unsuccessful. The ICD remains in service and no additional adverse patient effects were reported.